Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01657.

Event description:
It is alleged that "patient received a cook celect filter on (B)(6) 2015". Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿caval perforation: yes. 12 o'clock leg grade 3 perforation to abut transverse duodenum. 6 o'clock leg 0.41cm penetration. 12 o'clock leg 0.44cm perforation. 9 o'clock leg 0.34cm perforation and 3 o'clock leg 0.30cm perforation. Arm at 9-10 o'clock with 0.57cm perforation. Tilt: 12.34-degree tilt in the coronal plane. No substantial tilt in the sagittal plane. Migration: no. Pertinent negatives: no missing or fractured struts identified. Additional findings: infrarenal ivc very small and may be stenotic.¿